Event description:
It was reported that the device indicated elective replacement (eri) and began pacing at vvi65. The patient was "feeling bad" and "could feel the pulse at night and was being kept awake." The patient could also "feel (the change in pacing) in the tummy, like having diaphramatic stimulation." The device remains in use. No further patient complications have been reported as a result of this event.

Event description:
The device was replaced.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary : the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
The device was explanted.